Event description:
The following was reported by the user facility: on (B)(6) 2011 - the pt underwent open right inguinal hernia repair procedure with modified kugel mesh. On (B)(6) 2011 - the pt presented to his surgeon with a report of pain in the right groin. The pt reported the onset of the pain was noted when he was playing with his grandson and the child jumped on him in the area of the previous hernia repair. The pt was diagnosed with a recurrent right inguinal hernia. On (B)(6) 2012 - the pt underwent open recurrent hernia repair procedure. During this procedure, the surgeon noted the mesh was ripped down the middle. The mesh was explanted. The hernia was repaired with unknown mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unknown whether the device may have caused or contributed to the reported event. The user facility reported that the pt developed a recurrence and underwent repair with an unspecified mesh. During the repair the modified kugel patch was noted to be torn down the middle and removed. The pt reported to his surgeon that he experienced the pain after interacting with his grandson and he jumped on him in the site of the previous repair. Multiple attempts were made to the user facility to have the explanted sample return however it was never provided. Additionally, medical records have not been provided. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the currently available info, no conclusion can be drawn.